Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: 1. Please provide lot number 2. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. --contacted with the sales rep today via phone, please refer to the event description and the information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. It was reported that during surgery, the needle type was found to be cutting needle when opened the package, but actually it should be a taper needle. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/26/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one paper lid and one repacked needle-suture piece that pertain to product code vcp310h. In the visual assessment of the sample, the needle-suture piece was noted in use condition, and was noted that the needle type was found to be a cutting needle, in addition, the needle does not match the shade specifications of the finished drawing. It was not possible to determine to which lot number belongs returned needle suture. This sample is different to the product code vcp310h should be a taper needle. In addition, the needle was not returned for analysis to determine the assignable cause. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.